Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a higher glucose scan while using the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2021, the customer experienced shaking and had a loss of consciousness, and was not responding to his wife for ¿minutes.¿ a scan of 150 mg/dl was obtained compared to a blood glucose test of 60 mg/dl on the built-in meter, which when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was provided "patches of sugar" by the wife for treatment. No further information was provided. There was no report of death or permanent injury.